Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in colombia as follows: it was reported on october 19, 2023, that at the moment when the doctor is drilling the last hole for the locking screw of the femoral nail, when removing the drill bit, we notice that the tip is missing, it broke during the drilling process, remaining impacted in the patient's bone. There was no delay, the procedure was completed successfully, a change of the split drill bit was requested. The tip of the drill bit is impacted in the patient's bone. This report is for one (1) drill bit ø4.2 calibr l145 3flute f/quic. This is report 1 of 1 for complaint (B)(4).

Event description:
There was no adverse patient impact. No additional medical intervention was required.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation was performed for the finished device product code: 03.010.104, lot number: 531p259, it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 09/12/2021, manufacturing site: jabil bettlach. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that distal tip of the 03.010.104, drill bit ø4.2 calibr l145 3flute f/quic is broken. However, based on available evidence it is not possible to confirm that the broken part is embedded inside the patient. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the 03.010.104, drill bit ø4.2 calibr l145 3flute f/quic would contribute to the complained device issue. Based on the investigation findings, potential cause can be traced to unintended user error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.